Event description:
The customer reported, the system displayed a communication failed error message. No report of pt injury.

Manufacturer narrative:
A ge service rep provided phone support for the customer. Repairs to the system were not disclosed. However, the system was then found to be operating as intended.